Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures, otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical resection, the device did not cut the tissue while being applied on anastomosis of rectum end. The stapler partially cut the tissue and did not cut off specimens. The anvil did not tilt. They failed to protect the patient¿s anus and the patient underwent an abdominal fistula. There was permanent tissue damage and the incision extended to more than 1 inch. The surgical time was extended more that 30 minutes. There would be an additional operation performed to correct the issue. Patient is alive.